Event description:
Customer reported two patients with inconsistent result for hpv across two of the alinity m systems in their laboratory. Sample ID (sid) (B)(6) was processed a total of four times. Sample generated two not detected results and two detected results of hr hpv group a (late amplification). On (B)(6), two not detected results were generated on alinity m system serial number (sn) (B)(6). Both showed late amplification curves for hr hpv a that were called not detected. On (B)(6), two detected results for hr hpv a were generated on alinity m system sn (B)(6). The client tested the same patient using hybrid capture and obtained a positive result for low-risk hpv, which the alinity m hr hpv assay is not designed to detect. The hybrid capture test was performed chronologically before the pcr. However, both tests were requested simultaneously by the physician, meaning the pcr was not ordered as a follow-up to the hybrid capture result. The testing repetitions were performed as part of an impact test following alinity m system repairs for both samples. Each run on each instrument used different aliquots, all derived from the same original collection tube. For all samples, the first run was always performed with tubes prepared by the alinity mp and for all subsequent attempts, the samples were manually aliquoted. There is no known impact on the patient's treatment so far. Sid (B)(6) was released as positive other hr hpv a. Customer reported one more hpv sample with the same pattern. On (B)(6) 2025, sid (B)(6) generated a result of other hr hpv a on alinity m sn (B)(6). On (B)(6) 2025, across two runs, the sample generated a not detected result on sn (B)(6). The result released for the patient was positive other hr hpv a.

Manufacturer narrative:
Update to b5 to clarify the following, which was clarified in the ticket 11/26/25: - sample ID (sid) (B)(6) was processed on (B)(6), not just (B)(6) as originally stated. - for sid (B)(6), the correct complete number is (B)(6). (Instead of (B)(6) mentioned before). - for all samples, the first run was always performed with tubes prepared by the alinity mp and for all subsequent attempts, the samples were manually aliquoted. Investigation into this complaint included service history review, customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: service history review: the service history review did not identify any additional tickets related to the reported issue for the alinity m system serial number (sn) (B)(6). Customer data review: all relevant customer data was reviewed. The assays met specification requirements, as no error codes or flags were observed during quality control (qc) runs for the reported samples. Sample ID (sid): (B)(6) was tested on two alinity m instruments. Replicates processed on sn (B)(6), both yielded positive results for other hr hpv a. The amplification curves were sigmoidal but exhibited delayed amplification, consistent with weak positive samples. In contrast, replicates processed on sn (B)(6), returned not detected results for the same genotype. Although amplification curves were present, the fractional cycle number (fcn) values exceeded the cutoff for other hr hpv a, resulting in negative interpretations. Sid: (B)(6) was tested on two alinity m instruments. Replicate processed on sn (B)(6), yielded a positive result for other hr hpv a. The amplification curve was sigmoidal but exhibited delayed amplification, consistent with a weak positive sample. Replicates processed on sn (B)(6), produced amplification curves but were reported as not detected based on either the fcn value exceeding the cutoff for other hr hpv a or the max ratio (mr) value falling below the mr threshold, resulting in a negative interpretation. Per the ticket text, all cervical samples were a different aliquot derived from the same original collection tube. The first run for each patient was prepared by the alinity mp, subsequent runs were manually aliquoted. Quality data review: CAPA / non-conformance review: the part and keyword specific CAPA review did not identify any internal records or nonconformances related to the current complaint for base list part number 8n53. Complaint history review: complaint trending was reviewed. No adverse trend was identified. Based on the elements of this investigation, a product deficiency was not identified for alinity m system (list 08n53-002) serial number (sn) (B)(6).

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list number 08n53-02 which received us FDA approval.

Event description:
Customer reported two patients with inconsistent result for hpv across two of the alinity m systems in their laboratory. Sample ID (B)(6) was processed a total of four times. Sample generated two not detected results and two detected results of hr hpv group a (late amplification). · on (B)(6), two not detected results were generated on alinity m system serial number (B)(6). Both showed late amplification curves for hr hpv a that were called not detected. · on (B)(6), two detected results for hr hpv a were generated on alinity m system sn (B)(6). The client tested the same patient using hybrid capture and obtained a positive result for low-risk hpv, which the alinity m hr hpv assay is not designed to detect. The hybrid capture test was performed chronologically before the pcr. However, both tests were requested simultaneously by the physician, meaning the pcr was not ordered as a follow-up to the hybrid capture result. The testing repetitions were performed as part of an impact test following alinity m system repairs for both samples. Each run on each instrument used different aliquots, all derived from the same original collection tube. The client is still verifying how the aliquots were prepared; whether some were generated via the alinity mp system and others manually. There is no known impact on the patient's treatment so far. Sid (B)(6) was released as positive other hr hpv a. Customer reported one more hpv sample with the same pattern. On (B)(6) 2025, sid (B)(6) generated a result of other hr hpv a on alinity m sn (B)(6). On (B)(6), 2025, across two runs, the sample generated a not detected result on sn (B)(6). The result released for the patient was positive other hr hpv a.